Manufacturer narrative:
Investigation results after receipt of the device: visual deviations cannot be found on the device. Functional tests have been carried out successfully. Neither a mechanical nor an electrical problem can be found. The switching mechanism is slightly damaged. The device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. The failure is most probably caused due to insufficient usage. As the switching mechanism is damaged we assume that this failure was caused by readjusting the mechanism with closed jaw parts. The reported electrical problem could not be retracted. For safe usage the IFU must be observed. Abstract of the IFU 014035: " [...] Do not switch instrument mode with jaw pieces open.²

Manufacturer narrative:
General information: we received a complaint about a bipolar instrument - po800su. The device is not available for investigation. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Investigation: the product is not available for investigation. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage related. For further investigations, the product is required for examination. Rationale: according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. Corrective action according to sop (B)(4) (corrective action and preventive action), a CAPA is not necessary.

Event description:
It was reported that there was an issue with disp.combination instr. According to the customer description the device get stuck, while the blade is use to cut the tissue and it was not able to coagulation. The device has been changed. Additional information has been requested but not yet received as of this report. Additional patient information is not available. (B)(4).